Event description:
It was reported to philips that the heartstart mrx defibrillator would not pace the pt successfully. Another device was used to successfully pace the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.